Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " 08:00 on (B)(6) 2025. Considering that the patient's tracheal intubation should be removed, the iabp was adjusted to 1:4 mode and worked for one hour before another alarm occurred. The system could not be restored, so the patient was forcibly disconnected from the catheter at 11:00 on (B)(6) 2025 without removing the intubation tube to avoid the formation of a blood clot". The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00937.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " 08:00 on (B)(6) 2025. Considering that the patient's tracheal intubation should be removed, the iabp was adjusted to 1:4 mode and worked for one hour before another alarm occurred. The system could not be restored, so the patient was forcibly disconnected from the catheter at 11:00 on (B)(6) 2025 without removing the intubation tube to avoid the formation of a blood clot". The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2025-00937.